Event description:
The customer reported that the plastic sealing of the gc glide was misaligned, causing it to be flattened and deformed, and thus unusable. Additional information was received to confirm the issue and it was reported "the catheter was sealed within the package edge during sealing, with part of the tube exposed outside". Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.